Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) on (B)(6) 2012 alleging that her one touch ultra easy meter does not power on. The patient mentioned that she even replaced the battery; however the meters till would not power on. The subject test strips she was using were in 2008. She claimed she even tried using new test strips; however, the meter still would not power on. She claimed that the meter hasn't been working for a few months and during that time she had an old meter she could use to test her blood glucose. Last month, while on holiday in (B)(6) she only had one touch ultra easy meter with her. While she was there she started feeling like her blood glucose level was low and she started feeling dizzy and sweating and her throat felt sore. She claimed this happened toward (B)(6); however, could recall the exact date. Her daughter took her to a clinic there and they tested her blood glucose levels on a meter (she didn't know which one) and she vaguely remembers that the reading was about 3.0mmol/l ( 54 mg/dl). Due to the fact that her blood sugar levels were low and how she felt, she then took two dextrose tablets which she carries around with her. She felt better after taking the tablets. She did not change her diabetes medication due to the alleged issue. She takes two metformin tablets a day, one and a half gliclazide tablets a day and one sitagliptin tablet a day. She does not test everyday and usually tests four/five times a week. Products were replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to the meter not powering on, she developed symptoms suggestive of a serious injury and had to self-treat with dextrose tablets.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # isk061118.